Event description:
Approximately 2.5 years ago, pt underwent left cochlear implant for profound hearing loss with good effect. Began to experience symptoms of pain, vertigo, tinnitis and says wearing the device gives him shocks.